Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Patient alerts were programmed on during analysis. The patient alert sounded in a clear audable tone whenever the programming head was placed over it.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was also reported that the patient did not hear the lead integrity alert (lia). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.